Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the tip. The broken piece was not returned with the instrument. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tip of the 8mm force bipolar instrument was broken. There was no report of patient involvement.